Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2018-06461. It was reported that there was a lack of aspiration. A jetstream® xc atherectomy console was selected for an atherectomy procedure with an unknown jetstream® xc atherectomy catheter. The console primed successfully and after the catheter was introduced into the patient, it was activated. The blades were spinning, however, it was not aspirating. The procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a service history review was performed for the jetstream console and nothing was found to indicate a possible service-related cause for the complaint. No past similar complaints were found. The console was received without physical damage. During testing, the jetstream console functioned properly. The system did not show any prime or aspire issue. The console passed all functional test requirements. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR 2134265-2018-06461. It was reported that there was a lack of aspiration. A jetstream xc atherectomy console was selected for an atherectomy procedure with an unknown jetstream xc atherectomy catheter. The console primed successfully and after the catheter was introduced into the patient, it was activated. The blades were spinning, however, it was not aspirating. The procedure was successfully completed with another of the same device. No patient complications were reported.